Manufacturer narrative:
Cataract, corneal endothelial cell loss and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A retrospective study was published in the dovepress journal of clinical ophthalmology, entitled "meta-analysis and review: effectiveness, safety, and central port design of the intraocular collamer lens". The article states that following an implantable collamer lens (icl) implantation procedure, patients experienced varied adverse events, including vaulting, high myopia, cataract, icl replacement, pigment discrepancies, glaucoma and endothelial cell loss. The study concluded that, given the significant improvements in vision and quality of life made possible by the icl, and the high degree of patient satisfaction associated with its use, the benefits of icl implantation continue to outweigh the risks. Cause of the events were reported as unknown. Additional information was unable to be obtained.

Manufacturer narrative:
B5 - additional review article titled "the implantable collamer lens with a central port review of the literature" provided with additional adverse events as follows, "astigmatism, hyperopia, haloes/glares, ssi with rotation, ovd elevated iop, visual fatigue, and ring shaped dysphotopsia". Claim #(B)(4).